Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, crease fold and opening on anterior. A visual and microscopic analysis was performed which identified: sharp opening on anterior, stress mark and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp pattern on anterior of opening device assessed as a surgical impact opening, for the stress mark in the shell. Additional, changed, and/or corrected data: d.4, d.9, g.1, h.3, h.4, h.6.

Event description:
Healthcare professional reported left side rupture discovered during surgery. Further reported was capsular contracture, baker grade iii/IV, throbbing chest muscle, breast pain, and implants are sitting very high. Additionally reported was "monthly back pain" which has been deemed not related to the device. Device has been explanted.

Manufacturer narrative:
Concomitant medical products: cyclobenzaprine (5mg); percocet (5mg); keflex (500mg). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side rupture discovered during surgery. Further reported was capsular contracture, baker grade iii/IV, throbbing chest muscle, breast pain, and implants are sitting very high. Additionally reported was "monthly back pain" which has been deemed not related to the device. Device has been explanted.